Manufacturer narrative:
Evaluation summary: with the provided x-ray it is difficult to determine if the glenosphere fully seated due to its quality. The surgical technique has been updated to include tip son preparing the glenoid, gaining the proper surgical exposure and feeling to insure the glenosphere seated correctly. Operative notes were not provided, it is unknown if these checks were performed. Cause cannot be definitively determined. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to the glenosphere disassociating.